Event description:
It was reported that the ilet user pretreated for perceived low glucose before the device¿s low alert and then overtreated, which led to hyperglycemia with a reported high of 333 mg/dl. The behavior represented an improper procedure or method, and no specific device component was implicated. Symptoms included hyperglycemia, fatigue, and malaise. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.